Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were producing a flow rate of 1.2lpm. Through troubleshooting, the device is working properly; however, the right chest pad has zero flow and the remaining pads have low flow. The nurse changed the pads to a new set of pads, and the flow rate is now where it should be. After a follow-up call with the nurse it was stated that she also choose to change the device because she "didn't have time to see if everything was working properly on the other device even though troubleshooting showed the device was working well."

Manufacturer narrative:
Received 1 used set of 4 arcticgel pads only. Visual inspection noted no obvious defects. The pads trim pattern was found to be within specifications and the energy connectors were free of damages and presented with a good connection. No manufacturing issues were noted during the evaluation. A functional evaluation was performed via a flow rate test: the pads were connected to the arctic sun machine model 2000 for 10 minutes and water started flowing to the pads without any problems. Left chest pad: a total of 4.77 l/min m2 flow rate was registered during the test. Left thigh pad: a total of 4.14 l/min m2 flow rate was registered during the test. Right chest pad: a total of 4.61 l/min m2 flow rate was registered during the test. Right thigh pad: a total of 5.73 l/min m2 flow rate was registered during the test. According to the test method, the flow rate was found to be within specifications. The flow rate must be above 2.4 l/min m2. The lot number is unknown therefore the device history record could not be reviewed. The complaint was unconfirmed as the problem could not be reproduced. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.